Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window, a cracked case at the reservoir tube window corner and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error during fill tubing. Customer's blood glucose was 380mg/dl, treated. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported."